Event description:
It was reported that this right ventricular lead exhibited noise and oversensing on the right ventricular channel. No changes have been performed since the signal fall into blanking. This lead remains in service. No further adverse patient effects were reported.